Event description:
The pt complained of telangiectasia on the sides of her nose, cheeks, and chin. The lva head of the syneron emax machine was chosen for treatment. I had the pt wipe her face with a cleansing towelette and then I wiped her face as well. I gave the pt the protective white goggles provided by syneron and put on my goggles. I set the lva head for an optical fluence of 250 and rf fluence of 50. In my instruction I had been told that this was a good place to start. I had the machine set on normal cooling and single pulse. I re-wiped the pt's face vigorously and then applied topical anesthetic -lanacaine- to the right nose and cheek area and rubbed it in until it disappeared. I then applied a thin layer of ultrasound gel -also supplied by syneron- and performed a test shot on the side of the pt's nose. I waited for 5 minutes and then wiped off the gel and noted minimal erythema, no change in the vessel and no skin changes. Pt denied significant warmth. I reapplied the gel, then performed a second test in that area and proceeded to treat the rest of the side of the nose. The test area was stable and the vessels were gone in that area so I only used one pass. I then proceeded to the right cheek. This area was not as responsive so I treated it with 2 passes. I cooled the areas of the cheek and the nose with the cooling tip of the lva after completing a pass until the pt declared it felt cold. I was careful not to overlap treatment areas by looking at the imprint the laser made in the gel. I had the lva still set on single pulse. The pt found the treatment too painful so I decided to perform a nerve block. She did not complain of excess warmth and the skin was red, but not abnormal. I had been told in my training that if it was too painful, anesthetic could be used. I wiped the cheeks and chin with alcohol for my nerve blocks. I performed an infraorbital nerve block on the left and bilateral mental nerve blocks for the chin. I waited for the nerve blocks to take effect and then placed a thin layer of the ultrasound gel on the nose and cheek and treated the left side of the pt's nose again with one pass. The pt had little to no discomfort. I treated the left cheek with two passes. I cooled both of these areas with the cooling tip, but as the pt was anesthetized she was unable to indicate whether the area felt warm or cold so I continued cooling until the areas were cool to my touch, for approximately the same amount of time as I had cooled the right side. This was at least 10 seconds and I tried to do it for about the same amount of time as I had observed in my training. After I completed the left nose and cheek and the pt stated that her chin was adequately numb, I again placed a thin layer of the ultrasound gel on her chin and treated her chin. This was also treated with 2 passes. Pt tolerated the treatment well. As I was going to apply antibiotic ointment to the areas where I had injected for my block, I noted that there was a small pale area of skin on the pt's chin. I wiped this with an alcohol swab and peeled an approximately 3mm diameter area of skin off. I let the pt know that she had a small peeling area on her chin, I placed polysporin on it and instructed the pt to keep antibiotic ointment on it at all times and to use cold compresses if her face felt warm or red. I gave the pt a few packets of the polysporin ointment. Over the course of the next 24 hours, pt developed blisters and crusting on her chin and was instructed to keep the area clean and to apply antibiotic ointment to keep the area moist. Pt was seen in the office and noted to have full thickness burns to her chin and small areas on the sides of her nose and cheek. The burns were treated appropriately and are almost completely healed. The pt has two linear tracks of indented scars on her chin and an indentation on either side of her nose.